Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4) for the reported event of tip detachment. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewie was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure the tip of the guidewire detached and fell off inside the patient. The detached tip was removed. It was reported there was no visible damage to the device as well as to the packaging. The procedure was completed with another of the same device with no patient complications. The patient's condition has been described as fine.